Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the system continues to produce x-rays after releasing the x-ray button. No pt injury was reported.